Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, bone resorption, pain, increased sensitivity, swelling, fistula, abscess, bleeding, inflammation